Event description:
(B)(4) study. Same case as MDR ID# 2134265-2012-06265 and 2134265-2012-06266. It was reported that post coronary stenting procedure, restenosis occurred. In (B)(6) 2007, the subject had three taxus express2 stents implanted. One 3.5mm x 12mm taxus express2 stent was placed in the proximal left anterior descending artery (lad) and two taxus express2 stents (2.5mm x 24mm and 3.0mm x 20mm) were placed in the distal lad. In (B)(6) 2012 the distal lad had experienced 75% in-stent restenosis of the distal lad. The restenosis was 10.0mm long with a reference diameter of 3.0mm. The subject was hospitalized and the restenosis was treated with ballooning and target vessel revascularization. Pre and post timi flow was 3 with residual stenosis of 10%. The subject is on an on-going antiplatlet regimen of bayaspirin 100mg and waffalin 2mg. In (B)(6) 2011, the subject began panaldine and in (B)(6) 2012 began plavix 75mg. At the 5 year follow-up in (B)(6) 2012, no angina pectoris was confirmed.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).